Manufacturer narrative:
Patient weight is not provided for reporting. This report is for one (1) unknown tfna nail. Part#, lot# and UDI # is not available. Exact date of initial implant procedure is unknown. Implanted on sometimes in (B)(6) 2016. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown tfna nail. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a synthes short trochanteric fixation nail advance (tfna), helical blade, and 5.0 locking screw to repair a right femur fracture on an unknown date in (B)(6) 2016. On an unknown date postoperatively, the patient suffered another fracture distal to the implanted nail. On (B)(6) 2017, the patient was returned to the operating room where the nail, helical blade, and locking screw were explanted easily and intact, then revised to a tfna long and an unknown cable. The procedure was completed successfully without delays and no adverse events were reported against the patient. Patient has been reported as stable. This report is for one (1) unknown tfna nail. This is report 1 of 3 for (B)(4).